Event description:
The manufacturer received information alleging a ventilator's airflow was weak. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed, the foam was observed to have floated upward and partially blocked the airpath. The device's air inlet path assembly needs to be replaced to address the issue.